Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 580 mg/dl at the time of the event. The customer was admitted to hospital for two days and was treated with intravenous insulin infusion drip and emergency medical service/ ambulance/ emergency room visit. The customer also reported that pump started alarming and is unable to rewind. The insulin pump is currently in suspension. No further medical interventions are reported. Troubleshooting was performed and found that the customer used the insulin pump within 48 hours of the episode. The auto mode feature was active at the time of the event. It is unknown whether the customer will continue the use of the insulin pump and will not be returned for analysis.